Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation caused by another device in the marginal coronary artery. The graftmaster 3.5 x 19 mm covered stent did not cross through the anatomy and multiple previously placed stents. The device was removed and balloon tamponade successfully sealed the perforation. The graftmaster did not cause or contribute to complications or adverse events. There was no clinically significant delay. No additional information was provided.